Event description:
The customer is alleging the device is defective. They stated that lancets have broken off in their finger when they are attempting to prick tip. Customer was advised to seek treatment. A request was made for the return of the suspect device and replacement product was sent.